Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the belt failed the pulse led hi-pot test. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the heat shrink tubing had come off of the pulse wires, which were cut too short. This resulted in a short in the distribution node. The cause for the test failures was the shorted pulse wire in the distribution node. The cause for the shorted pulse wire was the defective heat shrink. The root cause for the defective heat shrink cannot be positively determined but was likely an assembly error. No adverse event resulted form the damaged cable. The last pt to use this electrode belt did not report any problems.